Event description:
It was reported that the flex deflectable videoscope exhibited a noisy/poor quality image. The issue occurred in a non-clinical setting; there was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reported noisy image was not reproduced, and the issue could not be confirmed. A definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.